Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The manifold relief valve was replaced and will be sent for in-house evaluation. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "a system message displayed" (device displays error message). The operating room supervisor reported a system message displayed during set up. The system was rebooted but the system message would not clear. The patient was in the room, under anesthesia, but no incision had been made. Three cases were cancelled. No patient injury was reported.